Event description:
It was reported by the customer that during a pt call, the device locked-up. The crew removed the batteries and restarted the unit and continued pt care. It was indicated that there was no compromise to pt care and no adverse event as result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. The cause of the reported issue was determined to be due to a failure of the single board computer assembly on the system pcb assembly. The customer will be provided with a replacement device.